Event description:
It was reported that the lead exhibited a rise in impedance, triggering the lead warning. The lead alert threshold was reprogrammed and the lead remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.